Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill bit broke during surgery. No delay to surgery time; no patient harm reported; the procedure was completed successfully. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The lot number of the device was reported to manufacturer on july 26, 2016. Date device was received by manufacturer for evaluation, jul 27, 2016. A device history record review was performed for the device lot number f-12099. Manufacturer: synthes (B)(4); supplier: (B)(4). Date of manufacture: nov 16, 2011. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the complaint device. The complaint device has been received and is currently in the investigation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation evaluation: the drill bit 1.1mm (lot: f-12099) was received for investigation. The drill bit is broken in the middle of the flute, with the piece missing. Due to the damages, the complaint relevant dimensions could not be checked against print specifications. The manufacturing review shows that the production procedure was according to the specifications with no issues that would contribute to this complaint condition. The used material was stainless steel 1.4112, per international standards, and the measured hardness was within the specified range of 600 0/+30 hv. The broken surface is homogenous, which indicates material conformity. Based on the provided information alone, an exact root cause of this complaint could not be determined. A possible reason for the damage could be a metallic contact or blockage of the flutes by bone material. For effective chip removal, it is necessary to withdraw the entire drill from the hole at frequent intervals to avoid chip congestion. It is likely that an occurrence such as the one described, in combination with a mechanical overload situation, caused the breakage. Based on these findings, the cause of failure is not due to any manufacturing non-conformances. No indication for product related issues was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.